Manufacturer narrative:
Corrective data: updated field to adverse event, as patient was hospitalized. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on (B)(6) 2018 regarding an unrelated event revealed the patient had been hospitalized on for unknown reasons. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. Due diligence attempts were exhausted and additional information could not be obtained. It is unknown if the patient was completing a treatment at the time of death or if any fresenius products were used in the hospital. Additional information has been solicited but unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on (B)(6) 2018 regarding an unrelated event revealed the patient had been hospitalized on for unknown reasons. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. Due diligence attempts were exhausted and additional information could not be obtained. It is unknown if the patient was completing a treatment at the time of death or if any fresenius products were used in the hospital. Additional information has been solicited but unavailable.